Event description:
It was reported the patient had a "3rd infection." This manufacturer report is for a 2nd infection. No further information was available. Information received regarding other infections were reported in MFR. Report #3004209178-2008-06468 and #3004209178-2012-09655.

Manufacturer narrative:
(B)(4).